Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected battery out limit alarm was noted. However, moisture damage was found on the liquid crystal display board. The insulin pump was also received with a cracked case at the display window corner, cracked battery tube threads, and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after a battery replacement. The customer's blood glucose was 135 mg/dl. She stated that the batteries had been out of the insulin pump for greater than the duration allowed by the device, and she was advised that this was normal device behavior. She also reported that the insulin pump had been exposed to moisture when she had gotten pushed into a pool with the device on. Her blood glucose was 152 mg/dl. She observed fluid under the liquid crystal display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.